Event description:
The pt reported no stimulation and a shocking sensation when he went through a theft/security device. The pt had an appointment in a couple of hours with his hcp to have his device reprogrammed. Add'l info has been requested, a follow-up report will be sent if add'l info becomes available. See MFR's report # 3004209178200801298.